Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. All available information was investigated a definitive cause for reported single leaflet device attachment (slda) in this incident could not be determined. The additional therapy / non-surgical treatment was a result of the case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully inserted without issues. It was noted that the clip arms were perpendicular to the line of coaptation and the leaflet insertion was successfully performed. However, imaging was very difficult throughout the procedure. The clip was successfully deployed, but a few second later, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a second clip was inserted medially, stabilizing the clip and reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.